Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), explanted: (B)(6) 2016, product type lead.

Event description:
A health care professional (hcp) via a manufacturer representative reported a suspected infection at the pocket site and noted the consumer had a history of (B)(6) and left leg pain. No diagnostics or troubleshooting was performed. The hcp was scheduled to remove the leads and implantable neurostimulator (ins) and have the consumer see infectious disease for follow-up to determine if she can be reimplanted later. The consumer was getting great relief and decreased pain medication. Additional information received from the representative reported all components were removed, the infection was noted as "superficial" and the consumer was doing fine post-op. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.